Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device broken, sharp edges on the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the pixel shift was incorrect resulting in poor quality image. Also, the outer tube had a dent that led to sharp edges. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited poor image quality and there was a bump in the inlet tube. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.